Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for the cobas® sars-cov-2 influenza a/b assay. On (B)(6) 2021 the customer reported that they received positive test results for sars-cov-2, influenza a and influenza b for a patient in the emergency room generated on the cobas liat analyzer (sn (B)(4)). The customer sent the patient sample (same sample) out to be retested on a different platform at a different facility. The patient sample was retested on the cepheid instrument that generated and confirmed positive test results for sars-cov-2 but negative influenza a and negative influenza b results. The original test results were sent out and reported, after the retest results were generated the customer modified the results and informed ER of the test results update. Patient sample was collected using nasopharyngeal swab and bd universal transport medium. The customer confirmed that no treatment was provided and no harm came to patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
From the assessment, it was identified that minor tube leakage happened during the alleged run, which caused disturbances in the background and the baseline signal. The alleged run was confirmed to be a potential false positive for flu a and flu b due to the leakage. The sars-cov-2 detection showed amplification and it was called correctly positive. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). Single use device (from no to yes). (B)(4).